Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 19,066 joules and 10 minutes of use. It was noted that states there were no stone/calculi present in the prostate. The flow valve was opened and fluid was observed to be exiting the metal cap window. There was no excessive tissue accumulation observed on the fiber tip, and pressurized saline was used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 19,066 joules and 10 minutes of use. It was noted that states there were no stone/calculi present in the prostate. The flow valve was opened and fluid was observed to be exiting the metal cap window. There was no excessive tissue accumulation observed on the fiber tip, and pressurized saline was not used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Correction information provided in: b5 - describe event or problem. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.